Event description:
Potential for injury associated with an unknown tub with a leaking door seal. This event could cause the user to slip and fall. Provided model, part, and serial numbers are not consistent with invacare numbering conventions. This may not be an invacare tub, but no further information was available.